Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an air in line alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The event history log review was completed and did not note any events that indicated and/or contributed to the false air in line alarm. The reported issue could not be reproduced during the device evaluation. The device was determined to meet all product specifications related to the reported event. The reported condition was not verified. The ultrasonic sensor readings were found within specification. Should additional relevant information become available, a supplemental report will be submitted.